Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an ICD implant procedure, a guide wire tip detached. This 185cm kinetix plus guide wire was being used in the occluded right subclavian vein. The tip of the guide wire was prolapsed by the physician in an attempt to advance the wire through the occlusion. When the physician pulled back on the wire to straighten the tip, the tip detached. The fractured guide wire tip was left in the occlusion.